Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the vision system had repeated c-00 and c-34 messages. Technical support engineer (tse) had customer power cycle and hard cycle iesu and faults persist and advised customer that they could bring in a third-party esu or replacing vsc. Site is unsure what action they will take. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm instrument for failure analysis investigation. The instrument was analyzed and the customer reported complaint was confirmed. A review of the logs found error c-34 confirming the issue offered in the field. Upon visual inspection, found no issues related to the reported event. The unit was placed on a well-known system and found c-34 error on start up. The unit will be returned to the original equipment manufacturer for additional analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator indicated by errors such as c-34. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed prior to the issue being identified. The system functionality checked upon powering on the system and the system initially powered on without errors. Dvstat was contacted for troubleshooting and full troubleshooting was completed. Site read off the error numbers and was told that it was a problem in the generator itself. A separate esu generator will need to be used till it can be replaced by the fse. Site pulled another esu generator with no patient injury. Site used another esu generator to finish the case robotically.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed prior to the issue being identified. The system functionality checked upon powering on the system and the system initially powered on without errors. Dvstat was contacted for troubleshooting and full troubleshooting was completed. Site read off the error numbers and was told that it was a problem in the generator itself. A separate esu generator will need to be used till it can be replaced by the fse. Site pulled another esu generator with no patient injury. Site used another esu generator to finish the case robotically.